Event description:
Customer called to report that the probe wash block came off the air cylinder of the coulter lh750 hematology analyzer, causing a waste leak. Customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. Customer did not come in contact with the fluid. Medical attention was not sought and there was no report of exposure to mucous membranes or open wounds. No one was splashed or sprayed. There was no death, injury or change to patient treatment attributed or associated to this complaint, nor was there impact to patient results as a result of this event. The customer technical specialist (cts) assisted customer with resolving the issue via telephone. The cts was able to determine that the probe wash block had come off the air cylinder. Customer was then able to reinstall the probe leak with the guidance of the cts. There was no further evidence of leaking. There have been no reports of recurrence by customer to date.

Manufacturer narrative:
The root cause for the leak was a detached probe wash block, which was resolved with the troubleshooting described. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)